Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician has reported an event of rupture. Device has been explanted. This relates to the left side.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, encapsulation (50%-100% of the area), crease fold and broken shell on posterior. A visual and micro analysis was performed which identified: sharp broken, missing orientation dot (75-100%) and missing on posterior (0-25%). A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior assessed as an unidentified (tear) opening. -missing shell and orientation dot assessed as an inconclusive. Additional, changed, and/or corrected data: d.10., h.3., h.6.

Event description:
Physician has reported an event of rupture. Device has been explanted. This relates to the left side.